Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694365v, lead, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that the patient received an inappropriate shock due to oversensing of noise by the right ventricular (rv) lead. Noted on the rv lead were loss of capture and high pacing impedance. Rv lead fracture was suspected. The rv lead was inactivated, and later removed and replaced. During the procedure to remove the rv lead, the right atrial (ra) lead dislodged. The ra lead was also removed and replaced. No further patient complications have been reported as a result of this event.